Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated the therapy wasn't helping them so hasn't used it in about a year. Pt verified therapy did not help since implant. The patient was redirected to their healthcare provider to further address the issue.  Pt lost their equipment so cannot put ins into MRI mode. Patient services (pss) provided nas contact information for MRI center to page the rep. Pt reported they lost the controller but verified that they have the rest of the external equipment. Pss is sending a call back request to sunmed becausethe phone disconnected when pss tried to transfer. Pt later called back with MRI compatibility questions and repeated previously reported information. Pss reviewed requested information with the pt. Pss provided the pt with the technical services (ts) phone number to provide to hcp. Pt said that they didn't have the controller but that they spoke to someone (pss understood that it was someone from sunmed) who was going to send them a controller. Pt noted that they didn't have the ins on and so the ins was shut off. Pt asked about having the ins removed; pss redirected pt to hcp. Additional information was received from a patient (pt). It was reported that they need their controller. Pt states they are in a lot of pain and needs that MRI. Additional information was received from a patient (pt). It was reported that they just got the replacement controller and that a rep said for them to call them when they got the replacement controller to set it up. Pss offered to guide the pt through the pairing process/pt accepted. Pt noted that the implantable neurostimulator (ins) was so deep down in their back. Pt saw no device found appear when trying to pair the controller to the ins. Pss had the pt tap recharge and pt then saw recharging not available cannot continue install mdt battery pack and try again. Pss reviewed with the pt to use the mdt battery pack and not aa batteries in the controller. Pt then said that they didn't receive a battery pack. Sunmed agent said that they didn't see any information regarding the battery pack on their end but that they would keep researching, so sunmed agent placed pss on hold. Pt disconnected the call while pss was speaking with sunmed. Sunmed agent could then not hear pss speaking after coming back from placing pss on hold. Pss ended the call with sunmed and called sunmed back again. No indication of patient harm.